Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the creation of the stoma a planned part of the procedure? --- yes. If not a planned part of the procedure, what was the reason for the stoma? --- na. Is the stoma planned to be temporary or permanent? --- no information. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? --- no. Were any staples malformed? --- no. Was the staple line complete? --- yes. How was the tear repaired at the site? --- no information.

Event description:
It was reported that during an open procedure (a right nephrectomy, a procedure of bladder tumor, an ureterosigmoidostomy and a hartmann's procedure were performed at a time), the jaws did not open after firing on the rectum. While the trigger was grasped several times, the fired tissue fell off the jaws without opening. The operation was continued since staples were deployed on tissue. However, while a stoma was being created, the fired site tore and contents dropped into the operative field. The abdominal cavity was cleaned with normal saline. The target tissue was regular and had not been radiated before the operation. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the firing force became low at the end of firing.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc60a device was returned in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.